Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope had a green picture and the camera head was unable to turn to calibrate. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the first insertion of the camera was being performed during lobectomy and there was an issue with the image being inverted and it would not change with rotation. When the endoscope was rotated while not in the arm, the image would not switch between 30 up and 30 down. The issue was resolved by changing to another scope. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found to have cosmetic damage. During inspection, the cable integrated connector exhibited corrosion on the electrical contacts and/or circuit board and the housing exhibited discoloration. The complaint was confirmed but not replicated by failure analysis.